Event description:
The ventricular assist device (vad) coordinator reported that the patient presented with repeated episodes of low flow alarms. Echo confirmed large left ventricle (lv) thrombus extending up the inflow cannula and malposition of left vad inflow cannula. It was determined to do a pump exchange. Thrombus was found and removed from the left ventricle and left atrium and the lvad was exchanged via left thoracotomy. The patient doing well and has since been discharged to home.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was not confirmed via review of the controller log files since no log files were available for the event date. Analysis of the device revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. Independent pathological examination did not reveal the presence of thrombus; however the site confirmed thrombus extending up the inflow cannula. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported inadequate flow rate can be attributed to occlusion/suction event might have occurred due to ingestion/formation of thrombus at the pump inflow cannula. With review of the available information and report of thrombus in the left atrium as well as the left ventricle, it appears that patient factors/comorbidities likely contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to a clinical change in the patient status that results in poor left ventricular filling. The instructions for use addresses setting of parameters for flow, power and watts and outlines guidelines for potential causes of low flow alarms including inflow cannula obstruction. With review of the available information and findings of left atrial and ventricle thrombus, it appears that clinical factors and patient comorbidities likely contributed to the event with no indication of any device manufacturing or performance issues impacting the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product is in route.